Manufacturer narrative:
Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. The company representative was unable to confirm nor replicate anything that would have contributed to the reported event. The system was tested and found to meet product specifications. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. (B)(4).

Event description:
The healthcare professional reported that a thick flap was created in the left eye of a patient and the target thickness of the flap was greater than the actual thickness (one hundred twenty-nine microns) after cataract surgery. There are multiple related reports for this facility. This report addresses patient unknown, left eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Corrected information provided in b.5., and b.6. The manufacturer internal reference number is: (B)(4).

Event description:
The healthcare professional reported that a thin flap was created in the left eye of a patient, when measuring with optical coherence tomography (oct) post lasik, flap measured one hundred twenty-nine microns for a planned flap of one hundred thirty microns after lasik surgery. There is no patient impact and no medical or surgical intervention reported. There are multiple related reports for this facility. This report addresses patient initials (34696), in the left eye and additional manufacturer reports will be filed for the other patients.